Manufacturer narrative:
A user facility reported that when using the laser in yag mode they noticed burning to the back of the eye. They stopped treatment midway of procedure. They reported that lumenis has not serviced this system in the past 4-5 years. Subsequent examination of the subject device by a lumenis technical expert concluded, after verifying all system functions including calibration and energy output verification that the subject device operated within manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the cause of the reported event. Lumenis investigated the reported event by contacting the user facility directly. Contact was made by phone and email in an attempt to obtain additional information on the event. Patient and event information were not provided (no adverse event incident form) and ultimately, the facility declined to offer further comment on the event other than thanking lumenis for the service call. This was a user decision made after several internal meetings to determine if an injury actually occurred and was not explained any further. However, there was no claim of malfunction made against the system and no statement that the injury was in fact, caused by the laser system. Despite the fact that the subject device was operating as expected, it cannot be ruled out that the system was somehow a contributory cause to the adverse effects on the patient and therefore, due of the current lack of information the company is reporting the event in an abundance of caution. Lumenis will continue to monitor the event and should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Reported that when using the yag mode that they noticed burning to the back of the eye. They stopped treatment midway of procedure. Lumenis has not serviced this system in the past 4-5 years.